Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on 27mar2023, (B)(6) hospital (united states) contacted cook and reported that a vinyl connecting tube of an unknown rpn and lot number kinked. The device was used as an accessory to connect a chest tube to a collection device. During use, the connecting tube kinked. It was reported that the tube became soft when attached to the patient. The tube was taped to the patient to keep it straight; however, if the tube was not held in place by the tape, it kinked. It was noted that patient activity was the natural amount of bed movement in the hospital. Reviews of documentation including the complaint history, quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The customer did not provide an rpn for this event. Based sales data for the reporting customer over a five-year period, it is most likely that this rpn is a c-utpt-1400-wayne-imh set. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was able to identify and review five potential complaint lots. Lot numbers 13975076, 13335342, and 14229819 did not have any complaints, and these lots did not have any non-conformances. Lot numbers 14528523 and 14896456 did not have any complaints and did not have any relevant non-conformances. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. The following product labeling is for the c-utpt-1400-wayne-imh rpn identified during the sales search. The instructions for use (IFU) is c_t_wayne_rev12 packaged with the device contains the following in relation to the reported failure mode: instructions for use: 1.) Preassemble catheter, connecting tube with stopcock, and cook chest drain valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction. 9.) Secure catheter in position at the entry site by using a bio-occlusive dressing or suturing if desired. 10.) The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a) secure the catheter hub to the patient¿s skin by placing tape suture, or a catheter securement device at the location shown in the illustration. B) form a strain relief loop in the connecting tube, as shown in the illustration and secure the loop to the patient¿s skin with tape, suture, or catheter securement device. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, cook concluded the main cause for this event was component failure unrelated to manufacturing or design deficiencies. By fixating the devices to a patient, it is possible that the devices can warm up to the point of being pliable and lead to a kinking of the device. However, it cannot be confirmed that this would lead to the kinking. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a vinyl connecting tube kinked. The device was used as an accessory to connect a chest tube to a collection device. During use, the connecting tube kinked. It was reported that the tube became soft when attached to the patient. The tube was taped to the patient to keep it straight; however, if the tube was not held in place by the tape, it kinked. It was noted that patient activity was the natural amount of bed movement in the hospital. No adverse effects or additional procedures were reported due to this occurrence.

Manufacturer narrative:
D2a -the device is currently unknown. The other possible common device name is: gcd connector, catheter. D2b - the device is currently unknown. The other possible procode is: gcd. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.